Manufacturer narrative:
(B)(4). Lockout. The analysis results found that the device was returned nonfunctional. The device was cycled and the clips would not feed properly. The handles were noted to be slacked. The device was disassembled and the extension spring was disengaged from the cam tube driver. The lockout spring was found loose in the body as well as deformed. While no conclusion could be reached as to how this damage occurred, we have documented the circumstances as they were reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was it the jaws that could not be clamped? Yes. Was it the clip that could not be clamped? Yes. Was the clip malformed? Yes. What part of the device was "bounced automatically?" Handle. Did clip fall out of the jaws? Yes. Did clip fall into the patient? No. Was it retrieved? Yes. Which firing of the device did this event occur on? Not the first one what vessel or structure was the device fired on at the time of the event? Small hepatic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? What was found? None. Does the patient have any relevant history of surgical treatments? If so, what? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Event description:
It was reported that during an unknown procedure, could not be clamped, "bounce automatically." It is unknown how the procedure was completed. There were no adverse consequences for the patient.